Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) displayed code 1005, indicative of an open circuit condition, following delivery of an episode of eight shocks. Analysis of the device data showed high, out-of-range shock impedance and potential impairment of the right ventricular (rv) lead (model and serial number unknown). Technical services recommended replacement of the device system (the crt-d was already at expected longevity). It was noted that the patient was hospitalized for monitoring. No additional adverse patient effects were reported. It was additionally reported that the device was explanted and is expected to be returned to boston scientific for analysis.